Event description:
The customer reported via phone call that she was close to going to the hospital due to a high blood glucose level. She was throwing up and took an insulin shot of four units. Customer's blood glucose level was 405 mg/dl. The customer needed assistance with programming her replacement insulin pump. Her previous insulin pump had a button error alarm. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.